Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2009. It was reported that the lead was revised due to insufficient pain coverage. (B)(6) after the surgery the pt lost partial coverage. Changing to different therapy settings was unable to resolve the issue. The device is still in use. No further info is available at this time.